Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient first got their device implanted ((B)(6) 2018) they noticed the ins felt like it was heating up when they recharged. The patient stated it took about a week or so and then it went away. The event was being reported, but no further actions were taken on the call. No further complications were reported/anticipated.